Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: on examination, the audio bolus button is intact without damage. On testing, the audio bolus button was appropriately responsive. The audio bolus button cover was removed for investigation; there was no evidence of damage or moisture found inside the audio bolus button compartment. Investigation did not duplicate the unresponsive audio bolus button complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the battery compartment threads above the bumper pad and below the bumper pad at the case seal. Additionally, the display screen was noted to be dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.